Event description:
The customer reported on (B)(6) 2014 at 9:30am she activated a new pod and her blood glucose history is as follows: time: 10:50 am; bg(mg/dl): "high" (> 500); time: 11:02 am; bg(mg/dl): "high" (>500); time: 1:28 pm; bg (mg/dl): 329; she went to the emergency room and upon arrival they placed her on an intravenous drip with her medication (was not sure what it was). She was also tested for dka and given a chest x-ray and both results came up negative. On (B)(6) 2014 2:45 pm the pod was deactivated and discarded. She stay in the hosp unit 6:00 pm before being released.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.